Manufacturer narrative:
A supplemental report is being submitted for an update to the product event summary and annex c and d codes. Product event summary: based on an investigation conducted under CAPA pr00519785, the most likely root cause of the reported event has been attributed to the battery connector interface design which does not guarantee the desired connection angle in some use conditions. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the battery ((B)(6)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the unit passed visual inspection. Functional testing revealed that the battery was unable to charge or provide power due to an enabled safety flag. The safety flag is indicative of a memory corruption within the gas gauge integrated chip (ic) that monitors the battery and reports information to the controller. This memory corruption causes the battery to become inoperable. Additionally, the charge and discharge field-effect transistors (fets) were disabled. The battery regained functionality after the flag was cleared, which was done by sending reset commands to the battery. As a result, the reported event was confirmed. CAPA pr00519785 is investigating this battery issue. An internal investigation is pending. A report will be sent when root cause for the internal investigation has been determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information, device evaluation, and an update to the investigation summary. B5 describe event or problem was updated and (B)(6) was added. Revised product event summary: two batteries (B)(6) were returned for evaluation. No performance allegations were made against (B)(6). Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of (B)(6) revealed that the battery passed visual inspection. Functional testing revealed that the battery was able to charge and provide power. During functional testing, test equipment was unable to properly read (B)(6) battery status due to a communication problem with the main integrated circuit that controls the battery. Failure analysis of (B)(6) revealed that the unit passed visual inspection. Functional testing revealed that the battery was unable to charge or provide power due to an enabled safety flag. The safety flag is indicative of a memory corruption within the gas gauge integrated chip (ic) that monitors the battery and reports information to the controller. This memory corruption causes the battery to become inoperable. Additionally, the charge and discharge field-effect transistors (fets) were disabled. (B)(6) were a part of fa1257. Internal inspection of the batteries did not reveal any anomalies; no abnormalities were observed associated with the batteries' welding. Attempts to reset the main ics of (B)(6) were able to reestablish the batteries' functionality. As a result, the reported not charging event was confirmed. Based on an investigation conducted under CAPA: pr00519785, the most likely root cause of the reported not charging event, observed inability to provide power, and observed inability to properly communicate with test equipment events has been attributed to the battery connector interface design which does not guarantee the desired connection angle in some use conditions. Additional products: d1: heartware ventricular assist system ¿ battery d4: model#: 1650/ catalog#: 1650/ expiration date: 30-apr-2022 / serial #: (B)(6); UDI#: (B)(4); d9: yes, return date: 12-jul-2022; h3: yes dev rtn to MFR? Yes; h4: mfg date: 13-apr-2021; h5: no; h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: img code(s): g02013 h6: FDA device code(s): a0705 h6: FDA method code(s): b01 h6: FDA results code(s): c02 h6: FDA conclusion code(s): d01 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Another battery was returned to the manufacturer as part of a field corrective action and subsequently tested out of specification during manufacturer¿s analysis.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery was not charging. The battery was replaced. No patient complications have been reported as a result of this event.